Event description:
This device did not release an initial staple when it was pretested before use on a patient. No patient injury was reported with this event, however another event involving the same device and lot number resulted in serious injury according to the reporting entity. This event has been reported to both FDA and manufacturer.